Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had two episodes of a tingling sensation and electrical jolts across the chest while using the c-pap machine and while there was an electrical storm. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.